Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Device history record (DHR) was reviewed and no discrepancies were found. Prior CAPA determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered fractured post surgery. No known adverse event was reported.